Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg). Inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had ipg explanted and replaced to address the issue.